Manufacturer narrative:
According to the facility the "maintenance person was under the bed making a small repair when head actuator broke, and bed fell on him". Per the facility the "maintenance person needed stitches and medical attention, and they are recovering". The device was purchased through their "medline industries, lp supplier at an unknown date". No additional information is available. The sample was requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the "maintenance person was under the bed making a small repair when head actuator broke, and bed fell on him".